Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the device was found to be displaying ¿46510¿ error code message on power up. The root cause was determined to be a faulty microprocessor unit (mpu) board. The mpu board was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 46s10,537569100. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.